Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range right atrial (ra) lead pacing impedance measurement greater than 3000 ohms. Technical services (ts) was consulted, discussed recent implant and recommended troubleshooting to determine if the lead was not correctly inserted. Additionally, oversensing was noted in the ra channel with two seconds of pacing inhibition, however, no asystole was noted as the patient had intrinsic p waves coming through. This ICD remains in service. No adverse patient effects were reported.